Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported symptom of "upstream occlusion error on fresh tubing" was not reproduced. A review of event history log revealed presence of upstream occlusions. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be ultrasonic sensor calibration lower values were significantly out of specification and unable to be calibrated. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed upstream occlusion errors on fresh tubing during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.